Event description:
Patient stated the accu-chek compact strips are not working, and are giving him an error message and inaccurate readings. He has called the MFR, and they insist the problem is with the strips and that medco has to replace product. Dose, frequency & route used: test 6 times a day. Therapy dates: approximately 2 years. Diagnosis for use: type 2 diabetes. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? Yes.